Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope had a error message. No harm reported.

Event description:
No additional information received from customer.

Manufacturer narrative:
Corrections are being made to previously submitted d4 ¿ lot # (lot # field was filled out by mistake on the initial report), e1 - initial reporter establishment name, e1 - address 1 & 2, e1 ¿ city, h6 - health effect - impact code, and h6 - medical device problem code. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an e216 (scope communication error) occurred due to faulty imaging unit. Olympus will continue to monitor field performance for this device.